Manufacturer narrative:
The complaint of a leak on the catheter is confirmed and will be considered user related. During functional testing a spraying leak was observed emanating form the catheter. The location of the leak site is located just proximal to the 51 cm depth marker. The leak site reveals shallow sculpted notch in the catheter tubing. Without applying tension or torquing the catheter, the hole in the tubing can be seen revealing the inner lumen. The sculpted silver of tubing is missing form the sample. According to the event description, the device was implanted on (B)(6) 2014, the complaint incident occurred on (B)(6) 2014. The user reports the device had been in place for approximately two months without complications that indicated the PICC functioned as designed until the complaint incident occurred. The characteristics fot he damage found on the catheter are consistent with a possible inadvertent needle or stick or contact with some other sharp instrument. A lot history review (lhr) of rexf1190 showed no other similar product complaints(s) from this lot number.

Event description:
It was reported that the malignant lymphoma patient, (B)(6), was normal implanted bard PICC-7617405 in (B)(6) 2014. The purpose is to complete the chemical treatment of malignant lymphoma. The catheter was implanted at 52 cm length. The patient had no adverse reactions in the course of used. On (B)(6) 2014 when the patient back hospital for chemotherapy, the head nurse found the puncture point had been leakage. Then she injected with physiological saline and found the catheter had been leakage at 51 cm above the puncture point. So she pulled otu the catheter in vitro 5cm and changed another extension catheter.